Event description:
After starting vein harvest, tech pulled the endo bipolar cautery out of the pt saying the device would not stop firing and started to smoke. It was unplugged and a new device was used.